Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the clip grasped and locked onto the tissue but failed to detach from the catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received may 21, 2019: it was reported to boston scientific corporation that a resolution 360 clip device was used in the colon and the procedure was completed with anther resolution 360 clip device.

Manufacturer narrative:
Date of event was approximated to 04/01/2019 as the event date is unknown. Problem code 2906 captures the reportable event of clip failed to detach from the catheter. Investigation results: a visual examination of the returned complaint device noted that clip assembly was returned attached to the device. It was observed that no activations had been performed. Functional evaluation was performed using a tortuous path, and the device was able to open, close, and release from the catheter successfully. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the clip grasped and locked onto the tissue but failed to detach from the catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon and the procedure was completed with anther resolution 360 clip device.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the clip grasped and locked onto the tissue but failed to detach from the catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.